Event description:
Patient fell and dislodged spiked shell from original position. Revised to larger multi hole cup with screw fixation.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient was explanted due to extrusion of the electrode array which was causing non auditory stimulation.the patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.